Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. Vyaire medical technical support stated that the touch screen becomes hotter than normal. Noticed few times on/ off trigger since april. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista 1000 screen freeze, the display does not react to touch, power bottom is pressed but when attempt to switch the unit off using the slider on the screen, there is no reaction. Furthermore, there was no information for patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical. The exact root cause is not determined as there is no failure visible on logs. Update received from customer that the sw update to the latest version and complete calibration performed. Since then, no performance issue was reported. No parts exchanged.